Event description:
A male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since proximal neck was angulated and right common iliac artery was aneurysmal (more than 20mm). The iliac leg grafts were placed at right side since right common iliac artery was long. After suturing the puncturing site, it was noted blood pressure was not stabilized. Then echo and angiography were performed. It revealed bleeding from right common iliac artery. Iliac leg grafts were extended into external iliac artery, however, bleeding was not resolved. Another MFR's stent was mounted on a pta catheter and was placed at the junction part of the two iliac leg grafts. The procedure was completed since bleeding was almost resolved. Blood transfusion was performed for this event and dialysis was required for use of contrast agent. On (B)(6) 2010, it was noted that blood contained contrast agent that was leaked from the ruptured part of right common iliac artery congested in abdomen. It was confirmed that bleeding from the ruptured area was completely resolved. The physician decided to take f/u observation.

Manufacturer narrative:
(B)(4) bleeding, transfusion of blood is not labeled. Other is labeled. (B)(4) perforation is addressed in the IFU. No images or devices were returned to assist in the investigation. Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. The physician commented that the z stent of the iliac leg may have perforated the aneurysmal iliac during ballooning. The IFU provides details concerning balloon inflation and the inflation parameters. With the info provided it is difficult to determine how the complaint device contributed to the event. At this time, there is no indication that a design or process induced failure of the device resulted in the reported rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.